Event description:
It was reported that during a lap bulla resection, there was an unexpected resistance at the firing. The firing force was higher than expected. Some staples were malformed. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?---bullous emphysema. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---1st. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---forces of closing and firing were higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.